Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's control iq software did not accurately adjust the insulin delivery. The customer's blood glucose (bg) was 80-304 mg/dl. The pump was reset to resolve the reported issue and delivery was resumed.